Event description:
It was reported that the ar-2923bc anchor's tip broke off and the suture passer knotted up the sutures. The facility reported the device broke prior to being used on the patient. The case was completed by using another item. See source data and image attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms that the eyelet is damaged. The cause is undetermined, however, most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.